Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with normal operating currents. No unexpected battery out limit alarm noted during testing. No moisture damage found inside the pump noted during testing. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window, stained end cap sticker and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they received a battery out limit alarm. The customer's father reported that the esc and act button were unresponsive. The customer's blood glucose was 77 mg/dl at the time of incident. The customer's father stated that they were unable to clear the alarm. The customer's father stated that the insulin pump was exposed to moisture. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.